Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint that "the instrument was no longer recognized". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Additional observations not reported by the site: the grips clip test was performed and failed. The instrument was found to have a loose grip cable at the proximal end. Root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of instrument log was performed. Per the review, the instrument was last used on (B)(6) 2020 on system sl0066. The large clip applier had 34 uses remaining after the last use. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Based on the information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: failure analysis found that the instrument had a loose grip cable at the proximal end and it failed the grip clip test. While there was no harm or injury to patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, the system did not recognize the large hem-o-lok clip applier. The procedure was completed with no reported injury.